Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for alinity I hbsag qualitative ii reagent, lot 67647fz00. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67647fz00. Return testing was not performed as returns were not available. Historical performance of the alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off for the negative population and median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii reagent, lot 67647fz00.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii results and discrepancy between two different specimens from one patient which is nonreactive on another alinity I processing module. The results provided were: on (B)(6) 2025 sid (B)(6) initial=10.4 s/co (> or = 1.00 s/co=reactive) /repeated on ai04153 on (B)(6) 2025=0.39 s/co /repeated after centrifugation on ai02419=64 s/co /on ai04153=65.9 s/co /previous history on (B)(6) 2024=negative /second specimen from serum bank same patient repeated on 4 alinity I processing module=negative (no actual results provided) the customer performed confirmatory neutralization testing on first specimen=100% (> or =50%=confirmed positive); c2=57.31 s/co (> or =0.70 s/co =confirmed positive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii results and discrepancy between two different specimens from one patient which is nonreactive on another alinity I processing module. The results provided were: on (B)(6) 2025 sid (B)(6) initial=10.4 s/co (> or = 1.00 s/co=reactive) /repeated on (B)(6) on (B)(6) 2025=0.39 s/co /repeated after centrifugation on (B)(6) =64 s/co /on (B)(6) =65.9 s/co /previous history on (B)(6) 2024=negative /second specimen from serum bank same patient repeated on 4 alinity I processing module=negative (no actual results provided) the customer performed confirmatory neutralization testing on first specimen=100% (> or =50%=confirmed positive); c2=57.31 s/co (> or =0.70 s/co =confirmed positive) there was no reported impact to patient management.